Event description:
The customer reported having problems with her insulin pump for the past couple of weeks and she almost went into diabetes ketoacidosis and ended in the hospital since her device froze on her. The customer stated that the battery was changed, but it kept flickering and it would freeze. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.